Manufacturer narrative:
Date of event: unknown. Results: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review was not conducted because a lot number could not be determined. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect.

Event description:
It was reported that blood leaked from the ¿back end¿ of the 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter. There was no report of injury or medical intervention.